Event description:
The customer reported that after 10 minutes of use, the spring inside of the handle broke. The customer reported that the surgery was delay for longer than 30 minutes. The surgeon opened another device and continues the procedure with no pt injury. Add'l questions in regard to the incident have been asked to the customer.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.